Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about an unknown date in 2009, an unknown date in (B)(6) 2010 and (B)(6) 2010 and subsequently expired after the use of the product.